Event description:
It was reported that the patient underwent an initial one-level transforaminal lumbar interbody fusion procedure. During the procedure, after initial placement of the interbody cage, the interbody position was reviewed and identified to be posterior to the desired placement. Subsequently, the cage was repositioned anteriorly and the inserter removed. Upon review of the adjusted cage position, it was identified to be too far anterior. During an attempt to reattach the inserter to the cage, the cage was advanced into the retroperitoneal space. The cage was unable to be retrieved from the space. The procedure was completed using an additional interbody. No further patient impact was reported and there is no plan to retrieve the cage from the retroperitoneal space.

Manufacturer narrative:
No device was returned to nuvasive for evaluation as the device remains in-situ. The reported event was confirmed by review of radiographic image provided. Based on the information provided, the cause of the reported event was determined to be use error. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.